Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. In addition, the customer forgot to deliver a bolus for dinner and experienced a blood glucose (bg) level of over 600 mg/dl. Reportedly, the contact assisted the customer with delivering a bolus to address bg, as the customer could not go upstairs to obtain charging cord in order to deliver a bolus. The customer had manual injections available as alternate insulin therapy.